Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead displayed high thresholds, an increase in impedance and the impedance was high. It was also reported the helix was difficult to extend requiring thirty turns. A different lead was successfully implanted and no patient complications have been reported as a result of this event.